Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the zta-p-32-201-w1 did not pass through the kinked part of an artificial blood vessel (japan lifeline/j graft frozenix, frzx-31090) part after surgery of the open stent graft. The medtronic stent graft valiant vamf3430c150tj (v31520084) was quickly ordered and used, and it passed through.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4) e1) phone number: (B)(6). Summary of investigational findings: the zta-p-32-201-w1 did not pass through the kinked part of an artificial blood vessel (japan lifeline/j graft frozenix, frzx-31090). A medtronic stent graft was quickly ordered and used, and it passed through. The physician believed this was due to the flexibility of the delivery system. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. No imaging was provided. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use (IFU) and/or label. As described in the IFU, the zta is indicated for endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair and the effectiveness have not been evaluated in patient populations with previous repair in descending thoracic aorta. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. Possible cause for the advancement difficulties could be that the patient had an artificial vessel which had a kinked part, it is assessed that this possibly prevented the devices to advance further. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.